Event description:
It was reported that during a lash procedure, the active blade was broken and the part fell into the patient; it was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.